Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units batteries not charging. There was no patient involvement.

Manufacturer narrative:
It was reported by end user that cardiosave intra aortic balloon pump (iabp) batteries not charging. No patient involvement. A getinge field service engineer (fse) states that biomed reseated console to trolley and charged unit throughout the day. Batteries were fully charged when rep arrived for pm. Inspection of charging system showed no issues charging. Checklist protocol can be found on pm so# (B)(4) performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use.